Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause of the reported event may be attributed but not limited to a manufacturing defect or a faulty component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had a bar that was not lighting up when plugged into the controller. The battery was fully charged but it would display green light, black, green light, green light. The patient unplugged the battery and placed it on the battery charger. The battery and the controller showed the same ¿burned out¿ light. The battery was placed on the battery charger overnight and the battery lit up appropriately. The battery was exchanged, and the controller remains in use. No patient complications have been reported as a result of this event.